Event description:
The user facility reported that when they move the system a little during surgery they will lose power. If they push power cord back in it seems to work fine. No patient injury.

Manufacturer narrative:
Rather than the device being returned, a field service technician was dispatched to the site to evaluate the system. The technician found a damaged system power cord which was replaced. The device history record review shows that this module met specifications on the date of manufacture. The investigation is underway.

Manufacturer narrative:
Product evaluation confirmed the failure mode. The system had the power cord replaced during service. The most probable root cause is a component issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.